Event description:
A 59 yr old white female g3p3 status post subglandular inframammary 255cc surgitek for augmentation 7/6/82. She developed a right hematoma which required evacuation 7/9/82. Found a right rupture with granuloma inferiorly. She had removal and replacement with a 250cc siltex gel 5/15/90. She denies any history of decreased size/trauma since. Arthralgias, myalgias, adenopathy (positive morning stiffness), dysesthesias/paresthesias, fatigue, sleep disturbances, hot flashes, sweats, headaches, visual disturbances, dizzy spells, memory problems, dry mucous membranes, hair loss, night glare, allergy development, shortness of breath, chest pain, choking sensation, weight gain, gastro intestinal and genitourinary disturbances and "dyopareumia". Otherwise healthy.